Event description:
It was reported by an rn - "I was placing a line with the u/s ¿ had a green light on the bottom right ¿ no interference noted. I inserted the piv (20g 1.88) and immediately could not see the tip on insertion. The image was developing patchy white areas and could not locate the tip at all or other structures. I was still attempting to locate the tip - noted the green light was on and off¿ but then saw the red message on the bottom right. I did not hit the vein whatsoever."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.